Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for e-coli and candida albicans. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings; insufficient angulation range for specification. The angulation mechanism plays too much. There were cracks of the glue on the bending rubber. There were scratches on the insertion section. There were scratches on the instrument channel. There were scratches and small foreign materials on the suction connector. There was foreign materials on the instrument channel inlet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.